Event description:
The reporter stated that the keypad buttons became difficult to press a couple of weeks ago. The reporter indicated that the keypad was intact and that the patient does not clean the pump. The reporter also stated that the patient wears the pump exterior to garment.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.